Manufacturer narrative:
(B)(4). Results - inherent risk of procedure (dislodgement).

Event description:
A driver rx coronary stent delivery system was used to a lesion in a patient. It was reported that the stent dislodged onto the wire during the procedure. No further information concerning the index procedure was provided despite numerous requests. No clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation.